Manufacturer narrative:
Date of event - used (B)(6) 2019 based on month of the aware date as event date was not provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50 x 16 synergy drug eluting-stent was selected for treatment. However, while advancing onto the wire, the mid portion of the shaft broke. No patient complications were reported.